Event description:
Cons stated his wife applied prod to vaginal area and developed vaginal burning. She developed a uti 4 days later and husband states, it was spreading and not responding to antibiotics. She had to be hospitalized for three days in 2008 because her other meds had to be dc'd, due to possible complications. She is currently on macrobid.

Manufacturer narrative:
No lot number was reported by the consumer. A returned sample has not been received. A review of the data associated with this complaint category revealed no significant adverse trends. Complaint trends will continue to be monitored.